Event description:
It was reported that when the patient was seen for an annual visit, a lead warning for low atrial impedance was noted along with no sensing in unipolar or bipolar. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).